Event description:
Blood glucoses was 140 mg/dl at 6 pm and treatment was delayed due to customer allegedly fainting. It was stated emergency medical technician (emts) were called and their device measured 22 mg/dl 15-20 minute slater so customer was treated with a glucose shot. Reporter indicated having low glucose symtoms prior to the alleged incident. A request was made for the return of the suspect device and replacement product was sent.